Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was scheduled for a lead revision procedure after presenting to the clinic due to loss of capture. During the procedure, an x-ray was taken, which showed complete dislodgment and retraction of the helix mechanism. The lead was found in the inferior vena cava. The lead was explanted without issue. The patient's device was downgraded from a cardiac resynchronization therapy pacemaker to a single chamber pacemaker. No additional adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was scheduled for a lead revision procedure after presenting to the clinic due to loss of capture. During the procedure, an x-ray was taken, which showed complete dislodgment and retraction of the helix mechanism. The lead was found in the inferior vena cava. The lead was explanted without issue. The patient's device was downgraded from a cardiac resynchronization therapy pacemaker to a single chamber pacemaker. No additional adverse patient effects were reported. This lead is expected for return. This lead was returned, and the analysis has been completed. This report includes device technical analysis.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. The dislodgment and helix extension/retraction difficulty allegation were confirmed based on the observation of multiple twists in the lead body. This type of damage may indicate twiddler's syndrome. The helix can become unintentionally extended or retracted if lead body is rotated while the terminal pin is held stationary. The loss of capture allegation was not confirmed based on normal lead resistance measurements and inspection showed no conductor issues. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.